Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that the user was using sg values as calibrations instead of bg values. Customer care recommended that the user relink their sensor to clear calibration history and any possible calibration misalignment, and they were educated on proper calibration techniques. Post re-relink, the system was working within expectations. The user agreed with this assessment. Customer care recommended the user to continue using the system and to enter calibrations when glucose trends are not changing rapidly. Per dms review, the user was using the system with up-to-date information.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from blood glucometer measurements. No injury or medical intervention was reported.